Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (asked,unk mg/ml at asked,unk mg/day) and unknown (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the patient went to see a healthcare professional (hcp) on march 1 because their pump started alarming 6-8 weeks before seeing them. The patient reported that the pump has alarmed and been turned off a couple times before last summer.  The patient stated a manufacturer representative (rep) was at the hcp office and stated the pump was no longer working and turned the pump off.  Information was reviewed.  Troubleshooting was not required.  The patient was redirected to their hcp to discuss next steps.  The patient's mentioned they went through drug withdrawal last month, then confirmed it was march 2021.  The medications in the pump were morphine and a numbing agent. The patient then mentioned their fingers were now going completely numb and this started about 5-6 weeks ago and felt it was because the pump was shut off.